Event description:
Was the product being used in a clinical trial? No. Did the event happen during a procedure? Yes. Were you in the procedure at the time of the event? No. Event outcome/how was it managed? Opened another set. Was there any consequence to the patient due to complaint? No. Was the surgery prolonged due to the event? If yes, confirm how many minutes delay: yes 5 minutes. Has the reporter facility indicated there may be legal action? No. Is the product available for return? Yes. Please give a detailed explanation of the event. The connector on the black plastic broke. This is an ongoing issue and hence the redesign of the instrument. This does not need investigating as we are already aware of the issue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 (the device code break is being reported again to capture the update from broken (2+ pieces): intraoperatively to broken (2+ pieces) intraoperatively: fragment removed from wound.

Event description:
Additional information was received indicating that the instrument broke into two pieces in exactly the same as the hundreds before it at the handle connection interface. Nothing was left in the patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The investigation could not verify or draw any conclusions about the root cause of the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.